Manufacturer narrative:
A product investigation was performed. The returned flexible shaft was confirmed to have the prongs broken off. Three of the four prongs were returned and were all twisted and deformed. The remaining portion of the tip is heavily worn and deformed. The balance of the device has scratches and surface wear. The reamer head was returned in 3 pieces. Additional broken fragments from the reamer head were not returned. The complaint regarding the broken devices is confirmed. Replication is not applicable to the reported condition. The relevant drawings were reviewed during investigation. Dimensional inspection of the flexible shaft could not be completed due to wear and deformation. The outer diameter of the reamer head measured and is within the specification per relevant drawing. No definitive root cause was able to be determined. It is likely that the devices were exposed to extreme forces which led to the failure. There were no issues during the manufacture of this product that would contribute to this complaint condition. The design history was not found to impact the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed for part #352.040, lot # 2427671: manufacturing site: (B)(6), manufacturing date: (B)(6) 2008: no non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a reamer head and shaft broke during an anterior hip procedure on (B)(6) 2017. The case involved the use of biomet implants and trauma flexible reamers from synthes. As the surgeon was reaming the femoral canal to create space for the implants, part of the reamer broke ¿a 8.5mm cutting head and the tip of the nitinol shaft. Approximately 3-4 fragments pieces were created when this occurred. One piece was not retrieved and was left in the patient¿s femur. There was a surgical delay of thirty (30) minutes to try to retrieve fragments. The surgeon made the comment that after several attempts to remove fragments with curette/suction/pituitary rongeur, they would stop to avoid enlarging the canal any more. Additional fluoroscopy was required. The procedure was completed successfully with the patient in stable condition. Concomitant device reported: 2.5mm reaming rod with ball tip (part 351.706s, lot unknown, qty 1). This report is for one (1) 5.0mm flexible shaft this is report 1 of 2 for complaint (B)(4).